Manufacturer narrative:
Concomitant products: product ID: 3057, product type: trial lead. Product ID: 3057, product type: trial lead. Product ID: 3537, product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient stopped feeling stimulation and the right side had not worked since the patient started the evaluation; it was noted the doctor and a manufacturer representative were aware. The left side would not go past 3.0 before giving the "unable to provide desired settings" message. A manufacturer representative came out and fixed the loose wires and the wires were put back in place and the controller was now working. The patient had a hard time sleeping last night. Additional information was received on 2017-jun-15. It was reported that the leads were not grounded on the patient's back, which was why they were unable to use any of the functions on the controller. A manufacturer representative met with the patient on the day of the report and corrected and switched the patient to the right side. It was noted the issue was resolved at the time of the report. No further complications were reported/anticipated.